Event description:
Patient presented to the physician with the ipg moving in the pocket and causing pain. Physician brought the patient into the or and observed a seroma in the ipg pocket and that one of the sutures had become loose. Physician evacuated the seroma, flushed the pocket, re-sutured the ipg, and closed.